Manufacturer narrative:
09 dec 2020 ref complaint no.#(B)(4). Investigation and findings: the following questions were sent to the customer: was the luer lock untightened with staff's fingers, or was a different tool used? Was additional pressure applied when removing the leur lock? What was the outcome of the broken leur lock? Did the bag need to be changed? The response received was that staff used normal pressure to loosen the connector. The customer then needed to change out the entire system in response to broken connector. There was no patient injuries. A review of the device history record for this device could not be performed, as the customer did not provide the lot number. Review of medical device hazard analysis shows incident to identify as bar. This determination is based on the information received by the customer who reported no patient injuries. Depot repair could not confirm failure as the product was not returned for evaluation. This complaint cannot be confirmed, therefore the root cause of the incident cannot be determined. Investigation result code: no return of device for evaluation. This complaint will be included in trending data for further review and investigation if needed.

Event description:
Eds-3 collection bags - product issues related to the eds3 system -broken connector. The luer lock broke during bag change. No patient injury.

Manufacturer narrative:
(B)(6) 2020; ref complaint no. #: (B)(4). Additional information has been requested from the customer.

Event description:
Eds-3 collection bags; product issues related to the eds3 system; broken connector. The luer lock broke during bag change. No patient injury.